Event description:
Additional information received indicates that the spring came apart from the instrument.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
When setting up instruments for surgery the scrub nurse and rep noticed a spring missing from the mto spacer block.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "reason for complaint : when setting up instruments for surgery the scrub nurse and rep noticed a spring missing from the mto spacer block. Did the event occur during surgery : no. Has event affected a patient : not known at this stage" . The product was not returned to depuy synthes, however photos were provided for review. See attachment (B)(4) - _external_ 5 - attune mto 4 degree spacer block complaint. The photo investigation revealed that the spring present around the post of attune spacer block 4 degree was missing however the reported broken condition cannot be confirmed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune spacer block 4 degree would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because lot code provided is not a valid finished goods lot.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "reason for complaint : when setting up instruments for surgery the scrub nurse and rep noticed a spring missing from the mto spacer block. Did the event occur during surgery : no. Has event affected a patient : not known at this stage". The product was not returned to depuy synthes, however photos were provided for review. Attachment (B)(4) - _external_ 5 - attune mto 4 degree spacer block complaint. The photo investigation revealed that the spring present around the post of attune spacer block 4 degree was missing. Review of provided photo shows that device is missing spring and per available evidence and information cause of the event remains undetermined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune spacer block 4 degree would contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because lot code provided is not a valid finished goods lot.